Event description:
It was reported that customer experienced keypad anomaly. It was reported that esc button was not responding. Customer's blood glucose was 40 mg/dl, which was treated. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
The insulin pump had no button response on the esc button due to connector on lcd board unlocked during visual inspection; no damage to keypad traces noted. The insulin pump was unable to perform displacement test due to unresponsive keypad. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.